Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), model/catalog description: infinion cx lead kit 70cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.